Event description:
Further information was received. It was thought there was sinus arrest that resulted in chronotropic incompetence. Eight percent atrial undersensing was observed when auto sensitivity was programmed "on".

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
- -

Manufacturer narrative:
According to available information this device remains implanted. At this time, it is unknown whether additional information will be obtained. Should further information become available, this event will be updated.

Event description:
Boston scientific received information that the patient with this device (and non-bsc right ventricular lead and flextend 4096/171440); experienced a collapse due to an unknown reason. At this time, available information indicates on the same date, this device was interrogated, however, the findings are unknown and it is unknown whether the collapse was related to a device or lead issue. In addition, there was atrial undersensing observed. No further adverse effects have been reported since this adverse patient effect.

Event description:
- -